Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported surgeon had indicated arm 2 was not recognizing the instrument. It was noted that the user had already power cycled the system and reseated both the drape and the instrument without any change in behavior. It was also observed that multiple error 23138 events were present in the logs on the second universal surgical manipulator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled arm 2 and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The reported 23138 error on usm 2 was confirmed but not replicated. In lighthouse, 23138 and 23087 errors were found, pointing toward usm_pitch, indicating hall sensor error within the pitch motor module, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. Per engineer review, fa identifies the pitch motor module to be potential root causes for the reported event. In the complaint, the customer also mentioned that arm 2 was not recognizing instrument, which is confirmed but not replicated. 23902 error and 23903 error were found in lighthouse field logs, although the usm passed all relevant pftp and system tests regarding the engagement issue. Upon visual inspection, no issues were found that would be related. Axes controller, carriage interface (acci)2 will be replaced as potential root cause.